Event description:
According to the reporter: the bag broke as specimen being removed through 10-12 port. Used another device without further consequences. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No reinforcement material used. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will be returned for evaluation. The device will be returned for investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).